Manufacturer narrative:
The device was received for evaluation. The sample was returned wet, no pouch, and with the silicone tubing separated from the female connector. Visual inspection by naked eye observed the silicone tubing was separated from the female connector. Markings on the tubing indicate the tubing was positioned on the blunt end of the female connector. No other issues were noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a separation from the female luer of a transfer set during treatment which resulted in peritonitis. The cause of the separation was not reported. It was reported the patient was hospitalized for the peritonitis event. Treatment for the event was not reported. At the time of this report, the patient remained hospitalized, and the outcome was not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.